Manufacturer narrative:
Insulin pump alarmed compromised force sensor during the basic occlusion test due to moisture damage on forces sensor resistor. Pump passed displacement test, self-test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. (B)(4).

Event description:
It was reported via phone call that customer received a compromised forced sensor alarm during priming. Caller reported of not being sure if pump was not dropped or bumped. Caller stated that drive support cap appeared normal. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.